Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering threshold suspends due to false low blood glucose alerts, which could cause high blood glucose in the morning. Customer's blood glucose was 231 mg/dl and sensor glucose was 93 mg/dl at time of call. Customer was advised that the sensor will be replaced. Customer will not be returning the sensor for analysis.